Event description:
Headaches, eye irritation, lethargic, sinus problems, sleeplessness. The use of the philips respironics CPAP device has caused health issues that were not present before use. FDA safety report ID # (B)(4).